Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B2. Outcomes attrib to adv event: corrected. B7. Other relevant history: corrected. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the bradycardia, tachycardia, hypotension, cardiac tamponade, cardiac arrest and death are known inherent risk of use of this device. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the faradrive device confirmed that the events of cardiac tamponade are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported events of bradycardia, tachycardia, hypotension, cardiac tamponade, cardiac arrest and death are known inherent risk of the faradrive device. Tachycardia and bradycardia are considered within the risk threshold of arrhythmia. Arrhythmia (new or exacerbated), cardiac arrest, cardiac tamponade, and hypotension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. The cti line ablation was performed in the right atrium using a non-boston scientific mapping catheter. After the cti line was performed, the physician performed transeptal puncture. Once across the septum, the versacross sheath was exchanged for the faradrive sheath and non-boston scientific mapping catheter was inserted. It was at this point that the patient's heart rate became tachycardic and hypotensive with only an available reading of map of 24. The blood pressure was then reattempted with a systolic in the 60's. The patient's heart rate then declined to the 50's-40's where they were then pulseless electrical activity (pea) and required resuscitative efforts. An intracardiac echocardiography (ice) scan detected a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed and blood was administered. The patient passed away despite the efforts of the lab staff. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. The cti line ablation was performed in the right atrium using a non-boston scientific mapping catheter. After the cti line was performed, the physician performed transeptal puncture. Once across the septum, the versacross sheath was exchanged for the faradrive sheath and non-boston scientific mapping catheter was inserted. It was at this point that the patient's heart rate became tachycardic and hypotensive with only an available reading of map of 24. The blood pressure was then reattempted with a systolic in the 60's. The patient's heart rate then declined to the 50's-40's where they were then pulseless electrical activity (pea) and required resuscitative efforts. An intracardiac echocardiography (ice) scan detected a pericardial effusion which led to cardiac tamponade. A pericardiocentesis was performed and blood was administered. The patient passed away despite the efforts of the lab staff. The device is expected to be returned for analysis.